Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was suspected of exhibiting intermittent left ventricular (lv) lead loss of capture. Technical services (ts) was consulted and provided reprogramming options. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).